Event description:
It was reported that continuous glucose monitor showed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error message did not appear again after reset.